Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 600 mg/dl. The patient was in an accident and driving. Customer was treated with insulin drip and given antibiotics for kidney infection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.